Event description:
Olympus was informed that during an bronchoscopy procedure, the tip of the scope somehow bent and injured the patient. The patient experienced bleeding from the nose. Olympus followed up with the user facility in an effort to obtain additional information regarding te reported event. No additional information has been obtained.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed that the bending section was damaged. It was noted that the insertion tube was crushed and deformed at 110 mm from the bending section. The damaged part of the insertion tube caused tension to the angulation wires, which could result in the best condition of the device reported.